Event description:
It was reported that the 9800 system had intermittent arcing of the tube during a case. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The tube was replaced. The filament was calibrated and the beam aligned during the service call. The system was tested and found to be working as intended and put back into service.